Event description:
Pt had a breast augmentation done on 12/7/95. She developed a baker's class iii capsular contraction and an open left capsulectomy, exchange of implant and circumareolar scar revision were performed on 12/5/96.